Event description:
Capsular contracture. Diagnosed with fibromyalgia, chronic fatigue syndrome, sciatica, nerve damage, brain fog, vision problems, digestive problems, hair loss, skin rashes, anaphylactic shock occurrences, vertigo, ringing in ears, hearing problems, candida thrush on tongue, lymes disease.